Event description:
Customer reported a malfunction on a pump after falling to the ground. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Event description:
Customer reported a malfunction on a pump after falling to the ground. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, as the malfunction code was not resettable, and the customer expressed interest in obtaining an out-of-warranty loaner pump.